Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming last night at 1730. Patient did not call hotline at that time. She turned off the pump. Patient's daughter contacted the clinic nurse in the morning and she was instructed to call the hotline for assistance in restarting. Pump turned on and "no disposable pump wont run" alarm occurred with restart. Discussed removing cassette to further assess and the caller declined. The reservoir volume was 35.2, the rate was 2, and 55 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.